Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. The g5 electrodes were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The pads were put through extensive testing using a test device without duplicating the report. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.